Manufacturer narrative:
Additional information was received reporting that the medtronic transcatheter valve was initially recaptured to reposition the valve. The post implant balloon aortic valvuloplasty (bav) was performed as a result of paravalvular leak (pvl). It was reported that the post bav partially resolved the pvl, however an "acceptable" amount remained. The medtronic valve was implanted at a depth of 4 mm. It was reported that the medtronic valve frame did not occlude the coronary artery. The cause of the occlusion was calcium in the coronary sinus, obstructing blood flow. Per the physician, the medtronic valve pushed up the calcium to the coronary artery, resulting in the occlusion. It was reported that after an unknown time following the valve implant procedure and CABG, the patient died. The cause of death was not reported. Updated b2, b5, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty (bav) was performed using a 22 millimeter (mm) non-medtronic (tru) balloon. The valve was attempted to be deployed once, but was recaptured. The valve was fully released on the second deployment attempt. The valve was post dilated using a 22 mm non-medtro nic balloon. Upon completion of the procedure, it was reported that the right coronary artery (rca) was not filling. Transesophageal echocardiogram (tee) was utilized. After a couple of minutes had passed, it was reported that the right ventricle (rv) function had depressed. Pressors were administered. The valve was snared above the sinotubular junction (stj), which restored coronary blood flow and rv function. A 26 mm non-medtronic transcatheter valve was then implanted within the aortic annulus. The implant team utilized coronary protection during the deployment of the non-medtronic valve. A drug eluting stent was implanted following deployment of the non-medtronic valve. It was reported that a coronary occlusion had then occurred following full release of the non-medtronic valve. The drug eluding stent was unsuccessful at storing blood flow to the rca. The procedure was converted to a thoracotomy. A single saphenous vein grafts (svg) coronary artery bypass graft (CABG) was performed. The patient survived the procedure and was transferred to the intensive care unit (ICU). No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the bav was performed as a result of mild-moderate pvl. Following the pvl, mild pvl remained. The patient died less than two weeks after the valve implant procedure. The cause of death is unknown however the patient suffered from a stroke following the valve implant procedure and CABG. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the stroke occurred the day after the valve implant procedure. Per the physician, the cause of the stroke was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.